Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided cyst percutaneous drainage procedure placement, the drainage catheter connector was allegedly broke. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a crack in the catheter hub and a part of the connector was noted to be missing. Therefore, the investigation is confirmed for the reported catheter connector fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided cyst percutaneous drainage procedure placement, the drainage catheter connector was allegedly broke. The procedure was completed by using another device. There was no reported patient injury.